Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control service representative evaluated the customer's device and verified the reported issue. The device was sent to product analysis center (pac) for further analysis. During investigation was found that user interface had cracked/shorted c181, this short prevented the ui pcba from completing the boot cycle. A root cause of the reported event was determined to be due to the cracked/shorted c181, causing u27 (uprocessor) to not boot resulting in a lockup condition visually verified as a white screen.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.